Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that "epinephrine event" that occurred a year and half ago. The clinician stated that the bag was empty and the patient's heart rate went to 160 beats per minute. This was reported to bd representatives during their site visit. No other details were provided. There was patient involvement however patient harm is unknown.